Event description:
It was reported that the right ventricular (rv) lead dislodged weeks after the implant procedure. The lead was repositioned and continued to be used. However, at the next follow-up visit, the lead was found to have dislodged again. This time, the lead was explanted and was replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary #(B)(4) the full lead was returned and analyzed. Primary analysis finding noted that no anomalies were found. The lead distal end/electrodes was covered in blood. The lead distal end/electrodes had damage (extrinsic) with lv1/distal pulled/stretched/overstress. Visual analysis noted thelead had apparent explant damage. (B)(4).